Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number information was given so an evaluation cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
I bit down with my front teeth first and then when I bit down with my back teeth the front teeth don't fit down into the protector anymore and they push against the front which causes them to hurt. Maybe instructions should be to bite with back teeth first? Also, I have only been wearing this mouth guard for a week and the 2 layers (the soft top part and the hard bottom part) split in the back (they are separating from each other).